Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastroplasty, after stapling of the gastric pouch we noticed that some staples did not close and it was necessary an over suture as attached photo. The patient had no major events. There was no harm to the patient and no adverse events.

Manufacturer narrative:
(B)(4). Photographic analysis: first picture shows tissue with a cut line. Second picture shows staple legs, over a cut line. Based on the photo alone the event describe is confirmed.